Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2019-03807. It was reported that during a follow-up in clinic, low lead impedance on ra lead and high lead impedance on rv lead were observed. Fluoroscopy revealed suspected lead to lead abrasion. Both leads were capped and replaced. Patient¿s condition was stable during and post-procedure.